Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the potential lot number 60152636 manufacture date is october 04, 2018 - october 09, 2018. The potential lot number 60215504 manufacture date is november 21, 2019 - november 22, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which observed a crack at the female luer lock where it attaches to the bag. Due to the nature of the sample, no additional testing could be performed. The reported crack was verified. The cause of the crack could not be determined. A batch review was conducted for the suspect lots and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot #: issue occurred with one of the following lots: 60152636 or 60215504. Initial reporter address: (B)(6). Additional initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a luer lock-to-bag-adapter leaked due to a stress crack. This was identified during compounding. There was no patient involvement. No additional information is available.